Manufacturer narrative:
The reported complaint of "user advisory - ua07 (discrepancy between load 1 and load 2 too large)" on the autopulse platform (sn (B)(4)) was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to a defective load cell module #2. Cracked front and bottom enclosure covers were observed on the ap platform during visual inspection. These physical damages identified can occur during normal wear and tear and unrelated to the reported complaint. The front and bottom enclosure covers were replaced. The autopulse platform is a reusable device and was manufactured in july 2007. The device has been operating for over 11 years and has exceeded its expected serviceable life of 5 years. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the defective load cell module #2 identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse platform with serial number (B)(4). (B)(4) reported on (B)(6) 2016. (B)(4), reported on (B)(6) 2010. Both ccrs the load cell module was replaced to remedy ua07.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. The error message was duplicated using a mannequin. The users were unable to clear the advisory. No patient involvement.